Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the blue protuberances coming from the wound were sutures. The hcp gave the patient a physical examination and a superficial would examination. The hcp clarified that there was no device issue associated with the protuberances. The area was anesthetized locally and the sutures were removed. The issue was resolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that the patient had been to their primary care physician (pcp)and the patient had 2 small, scratchy, blue protuberances coming from her wound. The patient stated that the pcp attempted to pull them out. The patient was seen by the hcp on (B)(6) and there were no signs of infection. The representative advised the hcp to contact the implanting physician and the implanting physician planned to see the patient in his office on (b)64). The indication for implant was lumbar radiculopathy and spinal pain.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the evaluation scheduled for (B)(6) 2017 did not occur. No further information was available.